Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
The patient¿s implant was reportedly on their left side and it worked perfectly for five years. It was reported the patient began having ¿bad pain¿ on the right side of their implant, next to the stomach. It was stated the patient¿s pain was ¿unbearable¿ and it was the same pain on the right leg that was on their left leg. It was stated the ¿patient reports the hip of middle of tail under hamstring, leg muscle and on foot.¿ it was unclear what this statement meant. It was also reported the patient¿s ¿other side¿ didn¿t hurt anymore but the opposite side of the surgery was hurting at the time of report. It was noted the patient had not felt stimulation for a while. It was stated the patient never had therapeutic effect and was unable to adjust stimulation. It was stated the implant was low and the programmer was not communicating it was later reported, the patient had been in a car accident a week before (B)(6) 2012. Since the accident, the patient had been trying to check their ins but had been unsuccessful. 3 days later it was reported, the patient had a problem with their patient programmer. It was also reported the patient had no stimulation sensation and their pain went away after implant so the patient hadn¿t used their device in seven years. It was stated the patient had pain on their right leg and hip since the car accident. It was stated the patient could not get any pain relief. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was due to normal battery depletion (¿expired battery¿)of the implantable neurostimulator (ins). A surgical procedure was planned to replace the ins. Hospitalization was not required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.